Event description:
It was reported that the customer received several alarms, including an off no power alarm and a prime rewind alarm on the insulin pump. Customer's blood glucose was 307 mg/dl. The insulin pump became stuck in an alarm loop and troubleshooting could not be performed. Customer stated the battery was not previously used and the insulin pump had not been bumped or dropped. There was no damage to the battery cap noted. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at display window corner, reservoir tube lip and minor scratched display window.